Event description:
It was reported that the patient was experiencing difficulty charging the ipg and had inadequate pain relief. It was noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg pocket was moved and a lead was added. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred july 2023.